Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced pain at the ipg site. To address the issue patient underwent surgical intervention on (B)(6) 2019 where the pocket site was repositioned from the upper to the lower flank. Effective therapy was restored post operatively.